Manufacturer narrative:
The patient's weight was unable to be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-00608. It was reported the patient's scs system was explanted due to ineffective stimulation.